Manufacturer narrative:
G4: 28aug2020. B4: 31aug2020. The customer reported that replacing the central processing unit (cpu) addressed the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
It was reported that the ventilator had a check vent alarm. There was no patient involvement. The customer troubleshot with technical support and found an error code in the ventilator diagnostic report indicating a backup alarm failed. The customer was advised to replace the central processing unit (cpu).